Manufacturer narrative:
Primary unique device identification (UDI) number is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited high out of range pacing impedance, suspected due to the ra lead calcification. Programming changes was suggested; no changes or interventions were performed. There were no patient consequences.